Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a150103 captures the reportable event of stent prematurely deployed.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report # 3005099803-2024-00346 for the associated device information. It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to the pancreas to treat a pseudocyst during an endoscopic ultrasound (eus) with axios placement procedure performed on an unknown date. During the procedure, the stent (the subject of this report) prematurely deployed. The stent was removed using a rat tooth forceps and another axios stent (the subject of MFR. Report # 3005099803-2024-00346) was attempted to be used; however, the same issue occurred. The second stent was also removed using a rat tooth forceps and the procedure was completed using a third axios stent. There were no patient complications as a result of this event.